Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "infused the wrong amount" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had infused the wrong amount occurred during therapy at the cancer center on the outpatient floor (314.28 ml at a rate of 628 for 30 minutes. It was recorded that 100 ml to 150 ml was infused. The size of the bag was for 250 ml, but the pump said 522 ml was infused). There was no known patient injury or medical intervention associated with this event. No additional information is available.